Event description:
It was reported that the pump was explanted due to a pocket infection. It was also reported that the patient presented withdrawal symptoms that were solved by admission of oral drugs.

Manufacturer narrative:
Catheter model# 8709sc lot# 0204919070 implanted: (B)(6) 2011 explanted: (B)(6) 2011.